Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor cannula was retracted inside of the senor base. No broken cannula was found during our analysis. Unable to confirm if the customer received the sensor in said condition due to the sensor was retuned opened and used. The insertion needle was not retuned unable to confirm the insertion needle complaint.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when sensor was removed, cannula was missing. Customer's blood glucose was unknown. Insulin pump would be replaced.